Event description:
It was reported that the patient had no pain relief and was experiencing pain due to ipg migration. It was noted that the ipg was bulging under the skin. The patient underwent a system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2015. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366500. Model:sc-2366-50. Serial: (B)(4). Batch:16747448/16747448. Product family: scs-linear leads. Upn: m365sc2352700. Model:sc-2352-70 . Serial:(B)(4). Batch:17282793/17282793.